Event description:
It was reported that the green stripes on the transmitter's alternating current (ac) power adapter looked burnt and visible smoke was observed. The ac power adapter was replaced. There were no reported patient consequences.